Event description:
This is a spontaneous report by a nurse from the USA of diarrhea and bacterial peritonitis in a (B)(6) female. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for (B)(6). Treatment information was not provided for the event. At the time of reporting, the patient was recovering from the event of bacterial peritonitis. Action taken with pd therapy was unknown. The nurse was unsure of the root cause of the peritonitis and stated that the patient "had bout of diarrhea at same time". No information was provided regarding the event of diarrhea. Concomitant medications were not reported. No opinion of causality was provided for the event of diarrhea.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a report from baxter (B)(4) of an injection site that came off at the start of use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10d24018, h10e27091), with no defects noted.